Event description:
It was reported that; during surgery, the surgeon inserted the cage using the inserter to l2-l4. The cage was inserted, but the surgeon pulled out the cage to adjust the position. When the surgeon inserted the cage again, the cage protruded anterior from the vertebral body. Therefore the surgeon tried to pulled back the cage, but the cage deviated from an inserter. The surgeon tried to take the cage by forceps, but the cage pushed by the forceps, and perfectly protruded from the vertebral body. The surgeon is planning the removing surgery.

Manufacturer narrative:
Method device history review; complaint history review; risk assessment;results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Follow up communication confirmed that there was no issue with the inserter that was used to place the implant.conclusion: a plausible root cause could not be identified because the device was not returned for evaluation.

Event description:
It was reported that; during surgery, the surgeon inserted the cage using the inserter to l2-l4. The cage was inserted, but the surgeon pulled out the cage to adjust the position. When the surgeon inserted the cage again, the cage protruded anterior from the vertebral body. Therefore the surgeon tried to pulled back the cage, but the cage deviated from an inserter. The surgeon tried to take the cage by forceps, but the cage pushed by the forceps, and perfectly protruded from the vertebral body. The surgeon is planning the removing surgery.